Event description:
It was reported that during post-dilatation in the mildly calcified circumflex artery, a 2.0x20 mini trek dilatation catheter was advanced without resistance. After successful inflation and deflation of the mini trek balloon two times (10 atmospheres and 14 atmospheres respectively), an attempt was made to remove the dilatation catheter and the balance middleweight universal ii guide wire retracted with the dilatation catheter. After the guide wire and the dilatation catheter were removed from the anatomy, it was noted that the guide wire had separated 20 cm from the tip and was contained within the dilatation catheter. The procedure was concluded as planned. There was no adverse patient effect and no significant clinical delay in the procedure. It is the physician's opinion that the lumen of the minitrek is too narrow causing withdrawal to be difficult. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Rhv: abbott3 stent: xience prime. Guide wire: balance middleweight universal ii. The balance middleweight universal ii is being filed under a separate medwatch MFR number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the rx mini trek noted blood and contrast visible in the guide wire lumen, in the loosely folded balloon, on the hub and on the shaft, consistent with preparation and the catheter advanced into the patient anatomy. The guide wire exit notch and shaft were torn distal to the guide wire exit notch for a length of 3.4 cm. There were two bends in the hypotube 30 cm and 68 cm distal to the strain relief tubing. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The hi torque balanced middle weight (bmw) universal ii guide wire was returned with blood on the coils and core. The core was separated at the distal end of the hypotube. There was core material visible in the hypotube at the distal end of the hypotube. The core and polymer were twisted in a corkscrew distal to the separation for a length of 6 cm. The coils were pushed distal from the proximal solder for a length of 4 mm. There were two bends in the tip 1 mm and 4 mm proximal to the tip ball. There was a bend in the core at the proximal end of the guide wire 4.5 cm distal to the proximal end of the core. Factors that may contribute to the inability to retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of product deficiency, all products are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. The inner diameter of the guide wire lumen of the catheter was measured and met manufacturing criteria. The returned guide wire was unable to be advanced through the mini trek due to the damage noted to the guide wire. A new guide wire was advanced through the guide wire lumen of the catheter with no resistance noted. It is possible the resistance was with the guide wire and not with the mini trek. Additionally, analysis noted a tear in the guide wire exit notch. The tearing of the guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the catheter in an opposite direction as the guide wire. It is likely that the catheter and guide wire were manipulated during removal such that the shaft tore. A review of the lot history record did not reveal any nonconforming material records that could have contributed to this incident. Additionally, a query of the complaint handling database for the reported lot revealed no similar incidents reported for difficult to remove the guide wire. There is no indication of a product quality deficiency.